Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, the white tip is found to be broken. The missing fragments are not returned. The break has likely happened due to impact such as dropping of the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for evaluation and repair for the breaking of the white tip that occurred during installation. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the break likely occurred due to impact such as dropping of the device. The definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use: "do not drop instruments, or allow them to be struck by other objects. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." Olympus will continue to monitor field performance for this device.